Manufacturer narrative:
Additional information: a medtronic representative reported that there were 2 image acquisitions performed that were unused.

Manufacturer narrative:
Correction: concomitant product and therapy date added. Correction: the gpio board replacement mentioned in the initial filing was replaced on the imaging system and not the navigation system.

Manufacturer narrative:
Device evaluation: software investigation was completed by reviewing the system logs. The review showed that the connection to the imaging system was interrupted multiple times during the session, as was originally reported. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gpio board on the navigation system was replaced to resolve the reported issue. The suspect gpio board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, image acquisitions on the imaging system could not be transferred to the navigation system. It was reported that the procedure was exited and that re-entering the procedure did not restore functionality. It was noted that communication then could not be established between the devices. After manual manipulation of the network communication cable, the image acquisitions could be transferred. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no imp act on patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. If information is provided in the future, a supplemental report will be issued.